Event description:
Rptr had surgery in 12/79 for multiple diseases/conditions of the breast which had caused several surgeries in a couple of yrs. A mastectomy with subpectoral silicone implants was done. Over the last several yrs, rptr has had multiple tests for arthritic and muscle pain. So far the testing has been basically negative with certain areas causing questions about her health which were never determined. She also had elevated t cells that caused concern about her thyroid. Nuclear testing proved to be negative as far as a growth. Rptr also c/o fatigue, general pain in joints, muscles, a stroke-like incident that caused her left side to be numb, left side of face drooping. Evaluation and a cat scan were done which showed nothing. Incident was generalized as "bell's palsy" but was disputed as a diagnosis by another physician since the arm and face both are not affected by bell's palsy. Rptr had several situations in which palpitations were a problem, became extreme and caused the need for a beta blocker. These symptoms have caused great distress and pain, along with general confusion of what was going on physically. Last july or august rptr finally was confronted with the implant rupture situation. She could see a definite size change, her health had extremely deteriorated this last yr, distortion of left side, etc. She had respiratory failure diagnosed as pneumonia along with asthma, for which she had never been diagnosed previously, but over the yrs allergies/allergy reactions have increased. Rptr cannot be in a room where someone is smoking a pipe or cigar. She immediately starts losing her breath and having an asthma attack. Rptr was never warned that she could have a serious problem because of the implantation of silicone. Rptr's daughter even confronted the dr with the question "could this be silicone related since public was getting feedback that there was a potential problem." The idea was thrown out completely by the dr. During the last couple of yrs, rptr has progressively gotten worse and cannot even open a jar without pain. The fatigue is extreme and she is usually in bed by early evening to rest. She cannot carry groceries. Rptr truly believes this is a toxic effect of the silicone and is in the process of being tested with specialty test for implant panels. (The report is same as 1000692)